Event description:
Reporter alleged obtaining a discrepant blood glucose value in the 300s mg/dl range on the voicemate advantage system back to back with a result in the 100s mg/dl range on a professional system when testing was performed within 10 minutes. Reporter stated that at a different time another comparative test in the 150-180 mg/dl range was performed on the same voicemate advantage system back to back with a result of about 100 mg/dl within 10 minutes on the another professional system. Reporter also stated that he took 5 units of insulin when his result was over 200 mg/dl on the same voicemate advantage system, that he passed out 45 minutes later, and a result of 34 was obtained in the ER. He stated that he was possibly treated by the emts with glucose gel, but it is uncertain it if was during this episode or another. No action actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.